Event description:
It was reported that the patient received inappropriate shock delivery due to noise with pacing impedance >3000 and no capture on the rv. Patient was admitted to the hospital and device deactivated. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.